Event description:
It was reported that the patient presented in the clinic for follow-up. During interrogation, the pacemaker was unable to be interrogated via both radio frequency (rf) telemetry and inductive telemetry. Upon troubleshooting, the pacemaker continued to have rf telemetry issues, however, was able to be interrogated via inductive telemetry. An inductive transmitter was ordered, and the patient will be continued to be monitored. The patient had no adverse consequences.